Event description:
It was reported that a stroke occurred. Procedure summary: access was obtained via the left femoral artery. A lotus edge valve delivery system was advanced to the aortic valve. The valve was repositioned a few times with one full resheath before deploying in the correct position in accordance with the dfu. Event summary: a few hours post procedure, the patient was unable to see the food in front of them self. The patient was treated for a mild embolic stroke with medication and is continuing to be monitored.

Event description:
It was reported that a stroke occurred. Procedure summary: access was obtained via the left femoral artery. A lotus edge valve delivery system was advanced to the aortic valve. The valve was repositioned a few times with one full resheath before deploying in the correct position in accordance with the dfu. Event summary: a few hours post procedure, the patient was unable to see the food in front of them self. The patient was treated for a mild embolic stroke with medication and is continuing to be monitored. It was further reported that at one month follow up, the patient had no residual deficits and their vision was back to normal.